Event description:
It ws reported that the drill stop would not hold, and the drill bit passed through the vertebra while drilling. No other pt complications were reported.

Manufacturer narrative:
Device was returned to the manufacturer for eval. Visual macroscopic exam shows that the parts in question are from 2 different systems, but fit together. Both seem to be in working order. Careless use of the drill stop could result in it slipping along the shaft at the drill. In addition, device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.